Event description:
It was reported that the device, which had been placed left thoracic sub-muscular, had migrated downward toward the breast tissue causing the right ventricular lead to dislodge and have high thresholds. The device is still in use and the lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.